Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the patient developed complications during an angiojet procedure. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure located in the patient's left extremity vein. The patient was given hydration prior to the procedure. The patients co-morbidities were: a serious pulmonary infection and renal insufficiency. During the procedure the patient developed significant shivering and she reported to feel cold. The device run time was 236 seconds. The device was disposed following the procedure. After the procedure, the patient developed high fevers and was suspected to have a pulmonary infection. A lung CT scan was taken and it showed pulmonary inflammation; the patients leucocyte level was also noted to be abnormally elevated. The patient had infection symptoms, but the pathogenic bacteria was unknown. The patient was given two doses of dexamethasone 5 mg to treat these issues, and stayed in the hospital under observation, but was then discharged. It was reported that "the physician suspected the catheter didn¿t meet the standard of sterilization," however there were no physical signs on the device or package that implied an issue with device sterility; "this is just his suspicion due to the patient complications."

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-03232 and 2134265-2018-03231. It was further reported that the distributor reported these 3 complaints in error. These three cases did not exist at all. There were no injured patients related to the bsc products. There are no complaints against the angiojet catheters. The events of fever and infection did not occur.